Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and found that geometry is restarting intermittently. During remote troubleshooting, the philips remote service engineer identified that the issue happened between 18:00 and 19:00. Rse suggested to customer for restart the geometry intermittently. After restarting geometry, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry is restarting intermittently. It is unknown if the device was in clinical use. There was no reported patient or user harm. Philips has started an investigation of the complaint.